Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracotomy. According to the reporter: the device cut without stapling. During use, the clips fell in the operating field and opened the lung. The consequences were hemorrhage increase and uncontrolled hemostasis for several minutes. There was an unanticipated blood loss of more than 500cc. There was an unanticipated tissue loss and tissue damage.